Event description:
On a transfer to a rehab hospital pt was on vent while at rehab hospital, medics were transferring pt to bed and the vent stopped working & screen went black. There was no alarm notice. Pt had no compromise due to being placed on bvm & transferred to rehab bed.